Event description:
Boston scientific crm received information that this lead exhibited a low shock impedance measurement.

Manufacturer narrative:
The device was later explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
The patient was brought into the clinic and all lead measurements were normal and stable. Attempts to recreate low impedance measurements were unsuccessful. The patient will be monitored. Additional information has been provided that this is a device specific issue, not a lead issue.